Event description:
Patient noticed heating during scan (mainly at end scan) with heating on right side of face. Patient thought about squeezing buzzer but did not. The t2 cor and sag spair were both repeated by technologist to improve image quality. Technologist spoke to patient to ensure patient comfort and inform the patient of the necessity of the repeated scans. Patient did not complain of heating or pain (did not squeeze buzzer). Patient habitus small. Only at end of scan was radiographer aware of the heating felt by the patient. The burn was on the right side of the face in the shape of a small crescent of approximately 20mm long by 5mm wide.

Manufacturer narrative:
Investigation is in progress. Follow up report will be submitted.